Event description:
It was reported that the device exhibited noise during real time interrogation. The device was not sensing the noise and stored electrocardiograms did not show noise. The device remained implanted.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.